Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6)) displayed tcmid:06 (ce post failure) error message was confirmed based on the event log review and during functional testing. The root cause of the reported issue was the defective pic-16 pc board and danfoss module controller, as a result of normal wear and tear. The thermogard console is a reusable device and was manufactured in march 2014 and is over 7 years old, exceeding its expected service life of 5 years. Visual inspection was performed and noted that the assembly pump and the top lids were cracked, and the console casters are loose. Also, observed the coldwell and the cap gaskets were degraded, and there was a leak under the coldwell assembly. The observed issues are unrelated to the reported complaint. The probable cause could be due to the normal wear and tear or could be due to mishandling, as no preventive maintenance (pm) was performed on the console for almost 5 years. The damaged parts were replaced to address the observed issues. The system failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message, thus confirming the reported complaint. Event log data review was performed and showed multiple tcmid:06 (ce post failure) error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. Following service, the thermogard console passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6). Correction, h4, device manufacturer date.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During patient treatment, the thermogard console (sn (B)(4)) displayed tcmid:06 (ce post failure) error message upon powering on. Another thermogard console was used to continue the patient treatment. No consequences or impact to patient. .